Event description:
It was reported that a patient undergoing an MRI of their left shoulder sustained a burn to both left and right elbows. It was verified that there was no padding utilized by the customer on either the left of right side of the patient to isolate contact between the patient's skin and the magnet bore. The right elbow was reported to have a second degree burn with blister of about 1 inch or 2.5 cm in diameter. The left elbow was reported as a second degree burn, no confirmation of size or blister was provided.

Manufacturer narrative:
A ge healthcare (gehc) local field team was despatched to the customer site to complete testing of the system. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/ accessories: (surface coil/ ECG checks). System/ image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that there were no issues with the system that caused or contributed to the burn. The root cause was determined to be improper use of padding. The system is designed to comply with iec 60601-2-33, including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming. No further actions are planned at this time.